Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer reported that they received low battery and no delivery alarm, however after changing the battery the screen of insulin pump was blank. Customer¿s blood glucose level was 404 mg/dl. Customer was not calling after receiving new battery cap. There was a crack on reservoir compartment and at the front near up arrow. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.